Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt died on (B)(6) 2011. It was reported the pt had preexisting cardiac issues, and received clearance for the implant surgery. The pt was unable to receive stimulation on (B)(6) 2011, complaining of postoperative pain. It was reported the pt was advised to go to the ER, but the pt refused. The ER physician's report showed cause of death as cardiac related; not a blood clot. F/u identified the pt's EKG was normal on (B)(6) 2011.